Manufacturer narrative:
Result: damaged power cord. Damaged/cracked footboard.

Event description:
It was reported by service report that the power cord was damaged, and the footboard was cracked. No patient involvement or adverse consequences were reported.